Event description:
A male pt underwent aaa repair on (B)(6) 2012. On final completion fluro run, a noticeable leak was discovered. The doctor occluded the end of the stent and did another contrast run. The run proved there was a big hole in the graft creating a type 4 endoleak. An additional stent was implanted. The device remains inside the pt. The pt did require additional procedures due to this occurrence: an additional stent implants. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4): labeled in the IFU. Event evaluation: still under investigation.